Manufacturer narrative:
The in-vitro testing of eight sterile returned samples found the remaining suture strength met requirements and resorption profile. The devices were received in a condition that meets specification. In addition, a review of the batch manufacturing records was conducted, and the batch met all finished goods release criteria.

Event description:
It was reported that a pt underwent an excision of a mole which was located on the pt's back on an unk date. After a few days, the wound opened. The wound required re-suturing. The surgeon opined that the suture absorbed too quickly, however, the surgeon stated that he was not aware that the strength of the suture reduces to 50% after only 5 days. The surgeon stated he will use a different suture in the future.